Event description:
It was reported that the patient presented to the clinic for a routine follow-up feeling well. Upon interrogation, the ventricular lead exhibited higher impedance values and higher thresholds measurements from the last visit. No intervention or additional information was reported.